Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported via phone call that the insulin pump alarmed with a motor error four times. The patient's blood glucose at the time of incident is unknown. The customer stated that she left her neighbor borrow the pump and then the motor errors occurred. The neighbor managed to clear the alarms and the pump is now working. Troubleshooting was declined for the motor error alarm because the customer wanted to know if the pump was repairable. The customer was advised that a single instance of a motor error is grounds for an automatic replacement. No products were returned or shipped.